Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition. Functional testing was unable to duplicate the reported problem. The device passed all functional tests. The downstream occlusion sensor was recalibrated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a downstream occlusion calibration failure. The event occurred during testing, there was no patient involvement.